Event description:
During treatment with cosmoplast, the needle disengaged and product was lost. Product was also difficult to extrude from the syringe. There was no injury to the pt or the injector.

Manufacturer narrative:
Medwatch sent to FDA on 10/18/07. Device analysis lab noted; dimensions passed. Conclusion: event not product/component related. Unable to confirm reported event.